Event description:
04/03/96 pt results were 24.0. Rn drew blood with blue top tube. Med was called on 4/4/96 and values were reported. He repeated protime on pt with results being 14.0, a 10 point difference. Pts coumadin dosage was being adjusted according to lab results. Called multiple lab co's with all stating tubes must fill completely for test to be accurate. Rptr tested their tubes and found that they were only half filling or filling 3/4's full. Pt hospitalized 4/4/96 with cva due to blood clot. Clieqnt had placement of filter in inferior vena cava prior to administration to home health. Had numerous blood clots prior to this insertion.

Event description:
4/3/96 lab pt results were 24.0. Rn drew blood c blue top tube. Md was called on 4/4/96 and values were reported. He repeated protime on pt with results being 14.0, a 10 point difference. Pt's coumadin dosage was being adjusted according to lab results. Called multiple lab co's with all stating tubes must fill completely for test to be accurate. Rptr tested tubes and found that they were only half filling or filling 3/4's full. Pt in hosp 4/4/96 with cva due to blood clot. Client had placement of filter in inferior vena cava prior to administration to home health. Had numerous blood clots prior to this insertion.